Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye and magnification found that one of the occlude feet was broken and one of the legs of the occlude feet was bent. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient being treated in a pediatric intensive care unit, experienced peritonitis and sepsis resulting from a leak of the transfer set. It was reported that when the nurse approached the patient in the morning to disconnect the patient from the pd therapeutic system, a leak from the transfer set was observed. In response to this, the nurse "quickly placed the minicap over the end of the transfer set". The transfer set was inspected prior to connection and it was observed to be closed. After the leak was observed the transfer set was inspected to make sure it was indeed locked. The transfer set appeared to be closed and the nurse removed the minicap. Fluid started leaking again and the nurse placed a new cap. Subsequently, the transfer set was changed. The used transfer set was examined and "there is a small blue piece broken off inside the twist clamp and the nurse was able to unscrew the white part from the light blue part completely". Treatment for the peritonitis and sepsis event was not reported. It was reported that the patient had been in the hospital for a week. The patient outcome was not reported. No available information is available.